Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on behalf of the patient. It was reported that the patient was excessively recharging their implantable neurostimulator (ins). There were no environmental/external/patient factors that may have led to the issue. Impedances were checked, and all were normal. The patient was reprogrammed to lower settings. It is unknown if the reprogramming resolved the issue. No patient symptoms were reported. No further complications were reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.